Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 403 mg/dl at the time of the event. The rptr requested that someone come to the hospital to troubleshoot the insulin pump. The insulin pump trainer in the area was notified of the request. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.